Event description:
Per the clinic, the patient experienced inflammation, redness and skin overgrowth at the abutment site. On (B)(6) 2014 the patient was treated with silver nitrate. On (B)(6), 2014 the patient underwent a procedure to excise the excess skin with oral antibiotics commencing on (B)(6), 2014. The implanted device remains.

Manufacturer narrative:
(B)(4): the implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was taken to the operating room and administered general anesthesia to facilitate an abutment exchange on (B)(6) 2015. This report is filed 27 jul 2015. The implanted device remains.